Event description:
As reported by the edwards field clinical specialist, during a transcatheter pulmonary valve replacement procedure, after the first 23mm sapien 3 valve was placed in a pre-existing surgical valve, it was functioning well. After post dilation with an atlas gold balloon, a valve leaflet was not functioning and there was pulmonary regurgitation. A second 23mm sapien 3 valve was placed with good results.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated sections d4- expiration date, h4, and h6- type of investigation, findings, and conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for improper valve leaflet coaptation and central regurgitation were unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. In this case, the central regurgitation and improper leaflet coaptation were observed after the post-dilation with a non-edwards balloon. Post-dilation can increase the risk to over expand the valve and lead to over stretch on the leaflet resulting in leaflet motion restricted and central regurgitation in short or long term, which was depending on the degree of stretching on leaflets. In addition, per the training manual, it is recommended to use same delivery system for post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Updated section d4- serial number. Investigation is ongoing.